Event description:
It was further reported that the fenestrated lag screw was never placed through the nail. There was no allegation against the nail. Concomitant device reported: 5.0mm ti locking screw w/t25 stardrive 40mm for im nails (part number: 04.005.530,lot number: unknown, quantity: 1); tfna fenestrated screw 95mm - sterile (part # 04.038.195s, lot # 16l3871, quantity 1).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: b5: additional information d4: expiration date. D11: added concomitant devices and therapy date. E2; e4. H6: the complaint condition, that the fenestrated screw did not went through the nail, could be confirmed according to the received pictures and x-rays. H3, h4, h6: a device history record (DHR) review was conducted: manufacturing location: monument. Manufacturing date: 12-mar-2019. Expiration date: 28-feb-2029. Part number: 04.037.130s, 11mm/125 deg ti cann tfna 400mm/right- sterile. Lot number: h847439 (sterile). Lot quantity: (B)(4). This lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Component part(s) reviewed: part number: 04.037.912.2, lock prong, 125 degree tfna, bp55. Lot number: 1l68688. Lot quantity: (B)(4). Part number: 04.037.912.4, wave spring, shim ended, bp55. Lot number: h681040. Lot quantity: (B)(4). Part number: 04.037.912.3, tfna lock drive, bp58. Lot number: h826427. Lot quantity: (B)(4). Part number: 21127, timoagri16.00, bp80. Lot number: h823170. Lot quantity: (B)(4). This lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. H11 corrected data: g3. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020 the patient underwent a revision surgery for stryker. Originally, the patient had an implantation surgery using a 5.0mm titanium locking screw with t25, trochanteric fixation nail advanced fenestrated screw and 11mm titanium cannulated trochanteric fixation nail advanced in (B)(6) 2020. The screw was not placed through the nail. All hardware were successfully removed and was revised with a stryker gamma nail. Procedure outcomes and patient status are unknown. This report is for one 11mm/125 deg ti cann tfna 400mm/right - sterile. This is report 1 of 2 for (B)(4).